Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The endoscope was analyzed and found to have a broken or detached piece in a location that could potentially fall into the patient. Additional observation not reported by site: the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screen aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboat exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The probable root cause of the image artifact is attributed to damage during use or improper handling. Accidental drops of the endoscope or inadvertent collisions with hard surfaces can result in damaged optical components. This issue can be resolved by using an alternate endoscope to complete the procedure. A review of the information associated with this event has been performed by a failure analysis engineer (fae) and the missing window could not be confirmed. The tip exhibited multiple scratch marks and a burr at the corner edge near the window.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had scratched or chipped lens. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no material missing from the endoscope tip. The image of the endoscope shows a cracked lens. The endoscope is available for return.